Event description:
It was reported that during the stent angioplasty procedure for vascular stenosis at the junction of the basilar artery (ba) and the vertebral artery (va) fusion, the physician prepared to deploy the subject stent. After balloon dilation, the subject stent was delivered to the target site along a guidewire, and tension was released in preparation for deployment. At this point, the stent system suddenly dislodged, and the subject stent was deployed into the vertebral artery, completely failing to cover the stenotic area. Subsequently, the operator used a new stent, which was successfully delivered and deployed at the stenotic lesion site. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the stent angioplasty procedure for vascular stenosis at the junction of the basilar artery (ba) and the vertebral artery (va) fusion, the physician prepared to deploy the subject stent. After balloon dilation, the subject stent was delivered to the target site along a guidewire, and tension was released in preparation for deployment. At this point, the stent system suddenly dislodged, and the subject stent was deployed into the vertebral artery, completely failing to cover the stenotic area. Subsequently, the operator used a new stent, which was successfully delivered and deployed at the stenotic lesion site. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3: device evaluated by mfg ¿updated. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the delivery catheter was flattened at 1.5cm from the distal tip. The distal end of the stabilizer was kinked at 3.5cm from the distal end corresponding with the delivery catheter damage. There was damage noted to the delivery catheter hydrophilic coating. During functional test the delivery catheter was hydrated and wet fingers run along its length, there was a tactile feel that the hydrophilic coating was deteriorated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event: 'stent premature deployment during use' was confirmed, as the stent was not present within the delivery system. The second ar event: 'unexpected movement of device' was unable to be replicated, as this is a procedural issue. The remaining ar event: ¿stent friction' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicate that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the procedure. The tortuosity of the patient¿s anatomy was described as 'moderately tortuous' with 80% stenosis. It was reported that 'the physician prepared to deploy a stent. After balloon dilation, a stent was delivered into position along a guidewire, and tension was released in preparation for deployment. At this point, the stent system suddenly dislodged, and the stent was deployed into the vertebral artery, completely failing to cover the stenotic area. Subsequently, the physician used a new stent of the same model, which was successfully delivered and deployed at the stenotic lesion site'. It was reported that the stent system did not experience friction when moving over the guidewire. A new stent was implanted to cover the target lesion site. This is considered medical intervention. The stent was not returned for analysis. The delivery system outer catheter was flattened near the distal tip. Once removed from the outer catheter, the inner catheter (stabilizer) was noted to be kinked/bent at the same distal location corresponding to the damage noted to the outer catheter. There was also some damage noted to the outer catheter hydrophilic coating. It is not clear how this occurred but it is likely to have occurred as part of the return process. It is likely that a combination of the target vessel tortuosity, the percentage stenosis and some unknown procedural factor(s) resulted in the stent system experiencing kickback. In the follow-up responses, the physician stated that they could not rule out that the anatomy and/or location of the intended area of treatment may have contributed to the reported event. The resulting manipulation of the stent system is likely to have resulted in the damage noted to the distal end of the stent system. The as reported events: ¿stent deployed prematurely during use', 'unexpected movement of device' and 'stent friction' and the as analyzed events: ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿, ¿catheter hydrophilic coating issue¿, ¿stent premature deployment during use¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.